Event description:
Ous MDR - this lead was previously capped in 2013 for an unknown reason. The rv lead had high impedances. This ra lead and the rv lead were explanted on (B)(6) 2018.

Manufacturer narrative:
A fragment of the atrial selox jt as well as of the ventricular linox td were returned and were thoroughly analysed. The selox jt was found cut 34 cm proximal to the lead tip. The analysis of the returned distal lead fragment showed extraction damages such as a deformed inner coil and a damaged lead tip. No further deviations were noted that might have occurred during the service time of the lead. Subsequently the linox td was investigated. The lead was cut 47 cm proximal to the lead tip. Only the distal fragment was available. The visual inspection demonstrated multiple signs of wear between 19 cm and 8.5 cm proximal to the lead tip. Particularly 15 cm proximal to the lead tip the conductor cable to the rv shock coil was found fractured. This damage can be considered as the root cause of the observed increased shock impedance to >150 ohms as reported in the complaint text. Furthermore severe extraction damages such as an excessive elongation of the lead and deformations of both shock coils were found. Tissue residuals were noted, especially in the distal area of the lead. Based on the characteristics of the above described findings on the linox td, it is assumed that the lead had been subject to severe mechanical stress during the service time of approx. 10 years. An increased ingrowth of the lead that affected the leads motion, should be taken into account. Diagnostic images clarifying this assumption were not available. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.